Event description:
Surgeon reports pt developed endophthalmitis in the right eye approximately 3 months after iol implantation. The lens was explanted 2 months later and pseudomonas cepacia was identified. The pt is reported to be recovering. Iol implantation in the left eye was uneventful.